Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the lead was damaged during the revision procedure. The lead was fractured while the physician was trying to remove the ipg. Additional suspect medical device component involved in the event: model #: sc-8116-50 serial #: (B)(4) description: artisan surgical lead, 50cm it is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician assessed that the ipg was not sitting flat in the tissue. The patient underwent a revision procedure wherein the ipg was replaced. During the revision, the physician noticed that the tail of the lead was damaged and was also replaced.

Event description:
A report was received that the patient was having difficulty charging the ipg. The physician assessed that the ipg was not sitting flat in the tissue. The patient underwent a revision procedure wherein the ipg was replaced. During the revision, the physician noticed that the tail of the lead was damaged and was also replaced.